Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
While impacting the tibial checkpoint on the femur for a mako tha, a piece broke off from the tip that grabs the checkpoint. Case type: tha.

Event description:
While impacting the tibial checkpoint on the femur for a mako tha, a piece broke off from the tip that grabs the checkpoint. Case type: tha.

Manufacturer narrative:
Reported event: -customer reported that while impacting the tibial checkpoint on the femur for a mako tha, a piece broke off from the tip that grabs the checkpoint. Device evaluation and results: -device evaluation was not performed and the universal driver, assembly event was not confirmed. Device history review: -review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 05-23-16 with no reported discrepancies. Complaint history review: -based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the universal driver assembly. There has been 3 other events for the referenced lot number. Prs # (B)(4) - were found to be from the same lot as the part in this complaint. The parts from these prs displayed a similar failure. Conclusions: -no product inspection could be completed due to the product not being returned. Corrective action/preventive action: -as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.